Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check follow-up. Upon investigation, the right atrial lead exhibited an alert for low impedance. The device was reprogrammed from dddr to vvir due to the patient's chronic atrial fibrillation. The patient was stable before, during, and after the check.